Event description:
It was reported that the customer received an auto-off alarm while sleeping. Contact did not know how to turn off auto-off alarm feature. Reportedly, customer's blood glucose level was impacted (300mg/dl). During troubleshooting with tandem technical support, customer indicated that auto-off feature would likely be increased or turned off.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.